Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a data cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The customer will replace the data cable.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device would power off by itself when the device data cable was moved. There was no patient use associated with the reported event.